Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt was emaciated and bedridden with subsequent development of pressure sores. The neurostimulator site became infected and the device was explanted. The cultures grew (B)(6). Pt outcome was reported only as no pt death. Additional info was requested.